Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported a motor position encoder error alarm. Customer's blood glucose was 113 mg/dl. It was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in history file also, unable to perform occlusion test and unexpected restart error test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prim test and self-test. No device software error alarm was noted. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted.